Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating atrial oversensing. Non-physiologic oversensing due to noise observed on stored atrial lead electrograms (e.g. Episodes 120, 130, 135) 5076-58 lead, 419588 lead.

Event description:
It was reported that the atrial and right ventricular (rv) leads exhibited oversensing with noise. The leads will be replaced, but currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.